Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. The sample draw volume was shorter than the target draw volume for the sample. The analyzer alarm trace contained multiple errors that are indicators of possible poor sample quality. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. As the calibration and qc data were acceptable, there was no indication for a performance issue of reagent or instrument. The reagent expiration date was 31-may-2022.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys amh system result for one patient tested on a cobas e411 rack. The patient's initial amh result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. On (B)(6) 2021 and at 17:26, the patient's initial amh result was 0.037 ng/ml with a data flag. On (B)(6) 2021 and at 11:03, the patient's repeat amh result was 6.53 ng/ml. The customer determined the repeat result was correct. The amh reagent lot number was 543946 with an expiration date requested but not provided.